Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was alarming, and the pump was off. The site powered the pump on, and the pump was alarming with 41541 on the screen. The site opened and closed the battery door and powered the pump on, and the alarm persisted. The site attempted this again, but the alarm did not clear. The site powered the pump off and closed clamp. This event occurred on at the patient's home and was operated by a health professional. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
Device was not returned for root cause analysis. No previous repair was noted within the last 12 months. No photographic evidence was provided to aid in the investigation. An error history log was not provided to aid in the investigation. However, unable to confirm due to the device not being returned. Probable cause of the reported problem could not be determined based on the review of the service history and information provided from the customer.